Event description:
Additional information stated the patient was ¿ok, but not receiving any therapy¿ at the time of follow-up. It was noted that further troubleshooting had not been performed at the time of follow-up and that an explant had not been scheduled at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an issue with recharging on (B)(6) 2014, 4 to 5 days after the last recharge. It was noted that the patient requested to do 3x physician recharges. It was noted that nine days later it was reported that the physician recharge had not worked. It was noted that a replacement recharger was sent to the patient two days later and the physician recharge was to be repeated. It was reported six days after the new recharger arrived that the physician recharge had been done 7 to 10 times without success. It was noted that an x-ray was arranged to check if the implantable neurostimulator (ins) had flipped. It was noted that it was unknown if there was a patient injury. Additional information received reported that the x-ray was received from the health care professional (hcp) and it did not appear that the ins had flipped. It was noted that the hcp was away at present and they would discuss once they returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was scheduled for and underwent the replacement of their ins. It was stated that prior to the replacement surgery interrogation with a physician programmer was attempted but it "could not communicate with the implant." It was noted the patient's leads were tested during the procedure and "all values returned within normal range." It was reported the patient's "good stimulation resumed at post-operative reprogramming."

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 11. The last effective recharge session performed while the device was implanted was on (B)(6) 2013. The device was recharged for 2 hours and 3 minutes and the battery charged from 3.935v to 4.070v. The most recent charge session was recorded on (B)(6) 2013, it lasted eight seconds, and the battery level was 4.025v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. Testing of the recharge function of this ins found it to be functioning normally. A normal recharge was started manually after a physician mode recharge. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. The recharger had full coupling and the ins recharged for 5 hours and 35 minutes from 1.995v to 3.920v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 3 hours and 1 minute to an end voltage of 3.990v.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.